Event description:
The company was informed that the pt reportedly experienced loss of lock between the internal device and the external equipment. External equipment was exchanged and programming changes were made. However, the problem was not resolved. Device revision surgery will be scheduled.